Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was less than 63 mg/dl; cause was not known. Customer was not feeling well and required the assistance from their spouse to provide carbohydrates to address low bg. Recommendation was made for customer to discuss low bg with their healthcare provider. Customer received an occlusion alarm. Customer disconnected infusion set tubing from the site and delivered a bolus to clear the alarm. Customer's blood glucose was 81 mg/dl.